Event description:
It was reported that an unexpected pump reset occurred. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. Customer required assistance due to their bg level and was given a bolus by the legal guardian. Reportedly, the customer continued using the pump for insulin therapy.